Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. D9: date returned to mfg is unknown; no information has been provided to date. D4: expiration date and h4: manufacture date are unknown, invalid lot number provided by the customer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that fluid was leaking from the filters and not the tubing fittings entering or exiting the filter. Three (3) tubing sets are affected. Product failures occurred during infusion, noticed hours or days into infusion. All affected product labeled and dated by the nursing staff (number of days on patient, lot number, and date). There was no patient harm reported. Possible lot numbers reported were: r23h04093 and r23g31086.

Manufacturer narrative:
D9: date returned to mfg.: 2/6/2024. H3 and h6. Evaluation codes: updated. Device evaluation: three used extension sets were returned. One of the three was connected to a 20ml luer lock syringe with epinephrine which was removed for testing. Each returned sample was leak tested. Leakage observed at the bond between the tubing and inline filter bond at the distal end of the filter. Subsequent examination revealed an incomplete bond between the tubing and the filter bond pocket. The complaint was confirmed. The most probable cause of the condition identified is related to the solvent bonding process executed incorrectly during assembly. A device history record (DHR) review could not be performed as the lot number provided by the customer doesn´t correspond to an ICU medical lot number. Awareness was made to operation personnel and the issue will be monitored for threshold or escalation.